Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual device was not available; however, two photographs of the sample were provided for evaluation. The photograph was reviewed which showed a dislodged blue pull ring cap to the patient connector outside the over pouch. The reported condition was verified. The direct cause was undetermined, possibly occurred during the packaging or handling of the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring cap of a homechoice cassette was loose and fell off. This occurred before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.